Event description:
I had the essure implanted in (B)(4) 2011, since then I have had serious bloating, menstrual periods that would last 19 days be off my cycle for 3 days, just to start all over again. I have had muscle spasms in my back, acne/rashes over my face, , neck, back of ears, back and chest, which I did not have prior. I had an ablation in 2013 to help stop the heavy long menstrual cycles. Since then, my symptoms have gotten worse except for my menstrual cycle has eased up except for the fact that I now pass large blood clots. I have extreme fatigue, anxiety and depression and at times I look 5 months pregnant, which I never had a gut prior. This is just to say some of the symptoms that I have developed since getting essure. My obgyn has now scheduled me an appointment with a partnering surgeon in 1 week to have a hysterectomy at the age of (B)(6).